Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt received effective stimulation with one of her percutaneous leads; however, she began having increased pain in her left leg due to ineffective stimulation on that side. An x-ray showed the lead had migrated. The physician plans to perform an explant of the pt's leads and to replace them with surgical leads. No further info is available at this time.